Event description:
The hcp reported that following reprogramming, it was determined that the pt was "overdosing". The hcp had programmed a bridge bolus over 16 hours of "new drug" - fentanyl 4000 mcgm/day. A follow-up report will be sent if additional information becomes available to co.